Manufacturer narrative:
(B)(4). Information indicates this product is currently in the possession of a boston scientific representative. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited increased pacing thresholds to 3.4 volts at 2.0 milliseconds and pacing therapy not delivered when required. As a result, the lead was explanted and replaced. No additional adverse patient effects were reported.

Event description:
This supplemental report is being filed based on completion of product analysis.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break near the terminal pin. This damage is indicative of helix extension/retraction difficulty. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. It is important to note that if lead measurements were within normal ranges while implanted, this indicates the identified break may have occurred during helix extension/retraction at the time the lead was explanted. Visual inspection also noted that there was only one set of setscrew marks, which were present toward the front of the terminal pin. Analysis concluded that the clinical observations of high capture threshold and pacing therapy not delivered when required were likely caused an insufficient insertion of the lead into the device header.